Event description:
It was reported that patient was experiencing diaphragmatic stimulation with high outputs. It was also noted that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.